Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported complaint. The root cause was most likely attributed to the improper cleaning and sterilization of the products at the previous hospital; however, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2015-05187-1 / 2016-00368 / 2016-00369 / 2016-00370 / 2016-00371 / 2016-00372).

Event description:
It was reported a patient underwent an internal hip fixation procedure on (B)(6) 2015 due to a fracture after a fall. Instruments were brought from another hospital for the procedure. While assembling the instruments, dried blood was discovered. The surgeon was notified of the unsterile instruments and decided to proceed with the case while the instruments were flash sterilized. While waiting for the instruments to finish sterilizing, the patient coded. The surgeon was able to revive the patient. The kit used during this procedure was missing a locking mechanism for a the lag screws.